Manufacturer narrative:
On 05jan2022, onset date was changed from (B)(6) 2020.

Event description:
It was reported that post-ablation procedure, the patient experienced worsened right-sided weakness. According to the clinical adverse event documentation, the event was not device related, possibly device and/or surgical procedure related. The patient received medication, steroids, and physical therapy. The patient was discharged home the same day as the adverse event onset.